Event description:
Employee reported bedrail sparked when touched. Pt assessed and found to have no injury. Pt immediately removed from bed. Engineering notified. The bed was unplugged and red tagged and taken out of use. Electrical outlets 3 and 4 (panel 36, breaker 16) were evaluated by engineering for voltage, polarity, and no problems found. The breaker was not tripped. The bed is being sent back to vendor for evaluation and repair.